Event description:
It was reported that pt was implanted with a durom acetabular cup in 2007. In late 2008, pt began experiencing pain and his surgeon has recommended a revision. The revision procedure is not yet scheduled.